Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant medical products: 4086, boston scientific lead, (B)(6) 2003; 0185, boston scientific lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the device was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.